Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/27/2017 with the following findings: a review of the pump black box data indicated evidence of partially discharged batteries being installed by the user. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places. There was no evidence of moisture contamination inside the battery compartment. The returned battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.